Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 6 years due to severe prosthetic mitral valve regurgitation with large perivalvular leak. The surgeon also noted mitral stenosis. According to the op report, this patient started developing recurrent atrial fibrillation, increasing weakness, shortness of breath, and congestion. A transthoracic echo demonstrated evidence of severe periprosthetic valvular regurgitation with recurrent atrial fibrillation. At the time of the operation, transesophageal echo demonstrated a large perivalvular leak along the posterior annulus of the mitral valve at the position of p2 and p3. This was confirmed during the intraoperative findings when the valve was visualized. The leaflets were noted to be heavily calcified and very rigid. Functionally, only 1 leaflet was moving. This was also contributing to valvular insufficiency. The device was removed and replaced with a new bioprosthetic valve. However, upon coming off bypass, the valve impinged on the aortic annulus, resulting in severe aortic insufficiency. Therefore, the aortic valve was replaced as well; this was the only complication during the surgery.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the explanted valve was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be conclusively determined, it appears that this event was likely due to the calcification noted on the valve, as well as patient related factors. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. The annulus is not a static structure and has dynamic characteristics which have been shown to play a critical role in valve function and efficiency. The mitral valve annulus is known to have a twisting motion due to anatomic distribution of the myocardial muscular fibers which interact and ultimately influence the impact of the mechanical stresses along the annulus. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. No further actions are possible with the available information.